Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('migration of essure device location of device: uterus (mesosalpinx)/essure device on the right extruding into mesosalpinx') in a 37-year-old female patient who had essure (batch no. 836499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, bleeding breakthrough, discharge, cough, back pain and hyperlipidemia. Previously administered products included for chronic foot pain: ibuprofen; for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, dizziness, pain in heel, urinary incontinence, urinary frequency, polyuria, rash, iron deficiency anemia, stress, urge incontinence, uterovaginal prolapse, numbness in feet, prediabetes, plantar fasciitis, vitamin d deficiency, fatigue, itchy rash, red rash, ovarian cyst, dyslipidemia, seborrheic dermatitis, depression, hypertension, chest burning, gerd, perineal pain, colonic diverticulosis, adenomyosis, cystitis interstitial, menstruation abnormal, left lower quadrant pain, dyschezia, nabothian cyst, paratubal cyst, grand multiparity, enterocele and pelvic adhesions. Concomitant products included metformin, naproxen, oxybutynin hydrochloride (oxybutynin chloride) and progesterone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), micturition urgency ("bladder or urinary problems or changes:urinary urgency"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and post procedural infection ("infection(other)- 6/30/18 infection from surgery"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with gabapentin, ibuprofen, lidocaine;prilocaine (leva set), naproxen (naprosyn), nsaids and surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, menorrhagia, vaginal haemorrhage, post procedural infection, micturition urgency, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, micturition urgency, pelvic pain, post procedural infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right ostium 4 coils and left ostium 4 coils were seen diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: 1. No CT explanation for pelvic and perineal pain. 2. Colonic diverticulosis without evidence of diverticulitis. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology. Clinical data: chronic pelvic pain / bilateral essure implants in uterus. Gynecological pathology report - hysterectomy - uterus and tubes: cervix: nabothian cysts. Endometrium: benign proliferative phase. Myometrium: no pathologic diagnosis. Serosa: no pathologic diagnosis. Diagnosis: bilateral fallopian tubes: essure coils present. The fimbriae are red. Congested. Prominent and moderately matted. The outer surfaces of the fallopian tubes are fan-dusky purple. Smooth and grossly free of paratubal cysts. Sectioning reveals a stellate pinpoint lumen notable for a 4.5 x less than 0.1 cm silver metallic coil device grossly consistent with essure coils. The coils grossly appear to be complete and intact. A discrete fallopian tube mass lesion is not identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('migration of essure device location of device: uterus (mesosalpinx)/essure device on the right extruding into mesosalpinx') in a (B)(6) female patient who had essure (batch no. 836499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, bleeding breakthrough, discharge, cough, back pain and hyperlipidemia. On (B)(6) 2018- disorders of urogenital prostheses or implants. On (B)(6) 2018 surgical pathology. Clinical data: chronic pelvic pain, bilateral essure implants in uterus. Gynecological pathology report: hysterectomy - uterus and tubes: cervix: nabothian cysts. Endometrium: benign proliferative phase. Myometrium: no pathologic diagnosis. Serosa: no pathologic diagnosis. Diagnosis: bilateral fallopian tubes: essure coils present the fimbriae are red. Congested. Prominent and moderately matted. The outer surfaces of the fallopian tubes are fan-dusky purple. Smooth and grossly free of paratubal cysts. Sectioning reveals a stellate pinpoint lumen notable for a 4.5 x less than 0.1 cm silver metallic coil device grossly consistent with essure coils. The coils grossly appear to be complete and intact. A discrete fallopian tube mass lesion is not identified. Previously administered products included for chronic foot pain: ibuprofen; for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, dizziness, pain in heel, urinary incontinence, urinary frequency, polyuria, rash, iron deficiency anemia, stress, urge incontinence, uterovaginal prolapse, numbness in feet, prediabetes, plantar fasciitis, vitamin d deficiency, fatigue, itchy rash, red rash, ovarian cyst, dyslipidemia, seborrheic dermatitis, depression, hypertension, acid reflux (oesophageal), chest burning, gerd, perineal pain, colonic diverticulosis, adenomyosis, cystitis interstitial, menstruation abnormal, left lower quadrant pain, dyschezia, nabothian cyst, paratubal cyst, grand multiparity, enterocele and pelvic adhesions. Concomitant products included metformin, naproxen, oxybutynin hydrochloride (oxybutynin chloride) and progesterone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), micturition urgency ("bladder or urinary problems or changes:urinary urgency"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and post procedural infection ("infection (other)- (B)(6) 2018 infection from surgery"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with gabapentin, ibuprofen, lidocaine;prilocaine (leva set), naproxen (naprosyn), nsaids and surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, menorrhagia, vaginal haemorrhage, post procedural infection, micturition urgency, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, micturition urgency, pelvic pain, post procedural infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right ostium 4 coils and left ostium 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: 1. No CT explanation for pelvic and perineal pain. 2. Colonic diverticulosis without evidence of diverticulitis. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection(other)- (B)(6) 2018 infection from surgery, urinary urgency, migration of essure device location of device: uterus (mesosalpinx), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain were added. Event injury updated to - perforation (uterus). New reporters, patient information, medical history, lab data, treatment, historical and concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.